Event description:
Healthcare professional reported right side "the tumors present on the peri-prosthetic shell is underway," "lymph node parenchyma fragments caused by invasion by large neoplastic cells whose immunohistochemical profile is compatible with anaplastic large cell lymphoma associated with a breast prosthetic implant. Presence of necrosis zone. Cd30 +, alk -". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: the device related to the reported events lymphoma-alcl and lump/nodule was received on mar 04, 2025 with lot number 1370174. Based on the product analysis performed, the assessments of the complaint codes are: ¿ lymphoma-alcl: unable to observe as it is not related to the manufacturing process. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos, the event lymphoma alcl was unable to observe since it is not related to the device, therefore, this event is unable to confirm. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device photo evaluation: visual analysis of the photographs identified: lymphoma- alcl: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "the tumors present on the peri-prosthetic shell is underway," "lymph node parenchyma fragments caused by invasion by large neoplastic cells whose immunohistochemical profile is compatible with anaplastic large cell lymphoma associated with a breast prosthetic implant. Presence of necrosis zone. Cd30 +, alk -". Device has been explanted.

Manufacturer narrative:
Further investigation (including DHR) has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reasons for reoperation are: "the tumors present on the peri-prosthetic shell is underway," "lymph node parenchyma fragments caused by invasion by large neoplastic cells whose immunohistochemical profile is compatible with anaplastic large cell lymphoma associated with a breast prosthetic implant. Presence of necrosis zone. Cd30 +, alk -".

Event description:
Healthcare professional reported right side "the tumors present on the peri-prosthetic shell is underway," "lymph node parenchyma fragments caused by invasion by large neoplastic cells whose immunohistochemical profile is compatible with anaplastic large cell lymphoma associated with a breast prosthetic implant. Presence of necrosis zone. Cd30 +, alk -". Device has been explanted.